Event description:
Reference number (B)(4) event occurred in the singapore it was reported on (B)(6)2024 that the patient encountered leakage in infusion set. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 5404548 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) 3802038 guideline for test of reference samples version 12 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to wi 4902108 version 14, 4a02071 version 7, 4902709 version 16 tests on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi 4802011 version 10 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi 4802101 version 25 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 5404548 was manufactured according to the document (B)(4) version 73 on the packing process in the machine 8 and 12, on 22/oct/2022, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.